Event description:
The customer reported that a medefil 10ml ns IV flush syringe spontaneously disconnected from the mpc valve while the nurse was administering the flush. This resulted in normal saline leaking onto the patient. The customer reported no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.